Manufacturer narrative:
Block h6: medical device probem code a0414 captures the reportable event of stent torn material inside the patient. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the polaris loop ureteral stent was not returned for analysis, however, a photo of the device has been provided and during media inspecion, it was possible to observe the stent loops torn. No other issues with the device were noted. The reported event was confirmed. According to the product conclusion, during the media inspection it was possible to observe the loops torn, most likely it was generated due to the manipulation/handling of the device as excess of force applied or due to the physician's technique during the deployment or due to the interaction with other devices or with the suture string during the procedure. Therefore, cause not established is selected as the most probable root cause for the complaint since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse events. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction to block e1 - initial reporter updated.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteroscopy procedure in the kidney, urinary bladder, performed on (B)(6) 2021. During the procedure, it was noticed that the stent's loop string were torn upon deployment. Another stent of a different model was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. This event was reported by the bsc sales representative. The physician is: dr. (B)(6). (B)(6) hospital. (B)(6).

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteroscopy procedure in the kidney, urinary bladder, performed on (B)(6) 2021. During the procedure, it was noticed that the stent's loop string were torn upon deployment. Another stent of a different model was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.